Event description:
Trial screw broke free from shell.

Event description:
Reporter alleged obtaining the results of 101 mg/dl, 205 mg/dl, 127 mg/dl and 120 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.